Event description:
The surgeon reported that after successful priming and testing of probe, the vitrectomy surgery was initiated. Suddenly, the eye was filled with air despite the bss+ bottle being 2/3 full. The fluid/gas exchange was not initiated; the system was still in iop compensated infusion mode. The nurse then noticed that the 2 chambers in the cassette were empty. The cassette was switched out and the surgery was completed as planned. Add'l info from the doctor indicated that during a vitrectomy surgery, the machine changed from liquid to air infusion without warning. This could not be solved immediately and the machine was rebooted using a new cassette. This resulted in a prolonged operation time and an unstable situation for the eye. The pt required hospitalization. The pt prognosis is good.

Manufacturer narrative:
The cassette has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).